Manufacturer narrative:
Add to emdr-181260. Health effect - clinical code = e1206 hypoglycemia.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to less than 40 mg/dl. The patient would not wake up. The paramedics showed up to render help. For treatment, the patient was given glucose. No further details were given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.